Event description:
Consumer stated that one tampon did not have a string attached, and it became stuck inside of her. Consumer stated that she had to go to the emergency room to have it medically removed.